Manufacturer narrative:
Model: 9733858. Analysis: connection failure. Other relevant device(s) are: model: 9733575. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera was showing ¿localizer disconnected¿ and there were no lights on the camera. The system was restarted but the issue was not resolved. A different navigation system was used instead. Upon reseating the power cable from the uninterruptible power supply (ups) to the polaris spectra system control unit (scu) the issue was resolved. There was no patient present at the time of the event.